Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "it was reported that preoperatively, one of the endoscope lenses was blurry while the other was clear. The storz scope was removed and re-plugged, and a system restart was performed, but the issue persisted. The problem was resolved by removing the scope and using a different one. There was no patient injury".